Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, it was noted that the implantable cardioverter defibrillator exhibited backup vvi operations. The patient presented in the emergency room on (B)(6) 2017 with a vibratory patient notification and was admitted into the hospital. The device exhibited backup vvi operation. A device download was performed successfully.